Event description:
Patient arrived for chemo disconnect, noticed white powder type substance/residue on port extension and patient's chest/breast area. Substance appeared to be crystalized 5 fu chemo. When port was flushed with ns and heparin, it leaked via the y site valve. Patient called when he arrived home after checking shirt he wore previous day and that also had white residue on it.